Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 11.5mm (B)(4) implantable collamer lens in the patient's right eye on (B)(6) 2011. On (B)(6) 2011, an anterior subcapsular cataract was noted. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a longer lens. The patient's last visit on (B)(6) 2011, bcva was 20/20.